Event description:
It was reported that during a lap donor nephrectomy procedure, the surgeon visually identified that there was a large clip that had been placed previously on the vein but continued to fire the device. They proceeded across the vein and in the process of firing the device, the cartridge fell out into the patient and they tore the tissue. The device had partially fired. Profuse bleeding occurred of 100 cc's. To stop the bleeding, the surgeon went below the area with another like device and stapled across the vein. The blood supply was then controlled and the patient required no blood transfusion. The cartridge was later removed with the kidney. The reload had the clip stuck in the cartridge when it was visually checked. The drivers had been pushed forward and then stopped. The patient was stable and released two days later.

Manufacturer narrative:
Date sent: 10/31/2008. Information anticipated, but unavailable at this time.